Event description:
Customer reported issues with the insulin pump. Customer states that there is physical damage to the insulin pump. The blood glucose reading is 134 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, cracked reservoir tube lip and minor scratches and cracks on the display window.